Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an abrasion/open wound under the lifevest equipment. The patient described the area as an open sore the patient stated the lifevest was rubbing them raw. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended taking a break wearing the until there is improvement. Follow up indicated that the skin irritation improved.